Event description:
A (B)(6) male s/p right total knee replacement. Was undergoing icf at 33 micro amps x 10 mins when he complained of sudden pain. The gauge on the machine had increased on its own to 50 micro amps. Immediately turned off machine. Examined electrode and no break in conduction gel. Ten cent size area lateral right knee. An electrode also used 'unipatch'. Tyco healthcare (B)(4).